Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other prostar xl device referenced is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an interventional aortic prosthesis procedure, placement of the sutures was attempted in a common femoral artery with a prostar xl device using the preclose technique. Reportedly, the valve was difficult to cross with the short catheter introducer and difficult with the rigid tip of a 0.35 guide wire. The needles deviated and came out at the skin level. A second prostar xl device was used with the same results. The sutures of a third prostar xl device were placed successfully using the preclose technique. The sheath size used for the interventional procedure was 20f. When the interventional procedure was completed the successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure of more than 30 minutes. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.